Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's pump was explanted because it became infected and was explanted. Drug delivered via the device was hydromorphone 1.7 mg per day. It was also stated that the patient was able to function and his pain was well controlled at 1.7 mg per day. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Catheter model: 8703, lot#: j92100933, implanted: 1992 (B)(6), explanted: 2009 (B)(6).